Event description:
It was reported that the mag mode on the 9900 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into service.